Manufacturer narrative:
Philips identified a software defect in intellispace cardiovascular (iscv) system wherein the customer encountered an issue that some images could not be displayed. The device was in clinical use at the time of the event, and no adverse events or patient harm were reported in the complaint (B)(4). Although no adverse events or patient harm were reported in the associated complaint, this malfunction has been determined to be reportable. Under specific circumstances, it could potentially lead to delayed diagnosis or misdiagnosis. Given the defect¿s nature and its potential impact on clinical decision-making if it were to recur, philips has determined that this constitutes a reportable malfunction. Note: the evaluation method FDA c-code and the (device) problem FDA c-code have been updated in this emdr follow up (B)(4).

Event description:
Philips identified a software defect in intellispace cardiovascular system where the customer is encountering an issue that some images could not be displayed. No adverse events or patient harm were reported in the complaint (pr 6783252).philips is currently updating the risk management matrix for the intellispace cardiovascular product. Until this update is complete, and in an abundance of caution, philips is submitting a regulatory report for all iscv (intellispace cardiovascular) product malfunctions alleged in complaint investigations relating to data availability until the update of the risk management matrix is completed. As such this complaint is assessed as reportable.